Manufacturer narrative:
(B)(4). The complaint rt330 is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that an rt330 infant optiflow circuit had been tucked under a patient's pillow for a brief time and a portion of the tubing had 'melted'. There was no patient consequence.